Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 25oct2024, 01nov2024, and 08nov2024 to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 35-volt issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the 35-volt supply was not being received/detected. The customer stated that they noticed the motor controller (mc) printed circuit board assembly (pcba) on the ventilator information was not showing its serial number. The rse advised the customer to replace the mc pcba and provided the part information for the part. This investigation is ongoing.